Event description:
During sheathed insertion, physician felt resistance while advancing iab through sheath. Physician could not advance or withdraw iab from sheath. Assembly was exchanged. There were no reported pt complications.